Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pgm466 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. During the procedure, the suture was breaking while suturing the unknown tissue layer with unknown loop. Another like suture was used to complete the procedure. There were no patient consequences reported.